Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor broke. The pieces were removed by tweezers. Bone quality was normal. The procedure was completed with a s+n back-up device. The backup was used in the original bone hole. Non-significant delay was reported. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Based on the information provided, the breakage of an anchor occurred in this patient with good bone quality. According to the report, all the broken pieces were removed from inside of the patient with tweezers. Per report, the procedure was completed with a s+n back-up device in the original bone hole with a non-significant delay. Since no other harm has been alleged and no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor is not on the shaft of the device. The stay suture is still passing through the anchor window. There is a fracture at the suture window of the anchor. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Based on the information provided, the breakage of an anchor occurred in this patient with good bone quality. According to the report, all the broken pieces were removed from inside of the patient with tweezers. Per report, the procedure was completed with a s+n back-up device in the original bone hole with a non-significant delay. Since no other harm has been alleged and no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.